Event description:
It was reported that stent damage occurred. It was not specified when or how the damage to the 3.5x20mm liberte' stent occurred. Preliminary examination found that the device showed no evidence that it had been used or prepped, however, the stent was bunched up in the mid portion. Additional information has been requested, but has not been received to date.